Manufacturer narrative:
Sensor 3mh003maxdr was returned and investigated. No physical damage was observed on the sensor patch. Observed the sensor plug was not returned. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). Insertion failures were observed. Sensor was activated with known good reader and results were within specification. If the sensor plug is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message, "replace sensor," while wearing the adc freestyle libre 2 sensor. On 26-jul-2021 the customer did not report experiencing glycemic instability symptoms however was unable to treat themselves. Hcp contact was made an unspecified blood glucose test was performed and the customer was provided "novalgin" for the treatment of hyperglycemia. No further treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message, "replace sensor," while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021 the customer did not report experiencing glycemic instability symptoms however was unable to treat themselves. Hcp contact was made an unspecified blood glucose test was performed and the customer was provided "novalgin" for the treatment of hyperglycemia. No further treatment was provided. There was no report of death or permanent injury.